Event description:
It was reported to medtronic minimed that the customer experienced the pump was cracked. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1712k was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Unable to perform self test due to keypad anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding electronic assemblies including keypad flex connector caused an electrical short including no button response. Unable to download units using thus software due to unresponsive buttons. Unit was also received with cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and stained keypad overlay. In conclusion, customer allegation of cosmetic damages was confirmed when unit was received with cracked case (battery tube). Unit also had unresponsive buttons due to corroded electronic assemblies including keypad flex connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.